Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the battery harness is giving him trouble. He states when he went out to look at the chair, the contacts needed adjusted because the chair was losing connection in the main harness. He states the chair is currently operational. The dealer did not tell the tbm what the exact symptom (chair stopping etc) but he mentioned this information to the tbm, so it's only being reported.